Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a legal claim was filed against boston scientific. The patient or a representative of the patient filed a personal injury claim asserting that the pacemaker and pacemaker leads required premature explant for an unspecified reason, but claiming the pacemaker was defective. No further details were provided. Additional information was received. The legal team was able to match the legal claim received in june 2020 to this pacemaker and associated leads. A review of previous complaints for this device found an allegation against the patient's right atrial (ra) and right ventricular (rv) leads, where high, out-of-range pacing impedance measurements, oversensing of noise, and loss of capture were reported. At that time, the patient was unable to undergo a needed magnetic resonance imaging (MRI) scan due to suspected compromised leads. A request was made for the local field representative to obtain additional details about the resolution of this event, including the explant date and the location of the explanted products. The implant date and the explant date were received. The location of the explanted products could not be obtained; it was suspected that the device and leads were retained or discarded by the facility as the products were not returned to boston scientific. Reference MDR # 2124215-2019-20683 and # 2124215-2019-21113 for the previously reported lead issues.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a legal claim was filed against boston scientific. The patient or a representative of the patient filed a personal injury claim asserting that the pacemaker and pacemaker leads required premature explant for an unspecified reason, but claiming the pacemaker was defective. No further details were provided.

Event description:
It was reported that a legal claim was filed against boston scientific. The patient or a representative of the patient filed a personal injury claim asserting that the pacemaker and pacemaker leads required premature explant for an unspecified reason, but claiming the pacemaker was defective. No further details were provided. Additional information was received. The legal team was able to match the legal claim received in june 2020 to this pacemaker and associated leads. A review of previous complaints for this device found an allegation against the patient's right atrial (ra) and right ventricular (rv) leads, where high, out-of-range pacing impedance measurements, oversensing of noise, and loss of capture were reported. At that time, the patient was unable to undergo a needed magnetic resonance imaging (MRI) scan due to suspected compromised leads. A request was made for the local field representative to obtain additional details about the resolution of this event, including the explant date and the location of the explanted products. Reference MDR # 2124215-2019-20683 and # 2124215-2019-21113 for the previously reported lead issues.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report will be updated when additional information is received.